Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported son received three false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the three false negative results. See related cases for alternate false negative results. Individual received a false negative result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 21517h, reader sn (B)(4) individual tested positive with a btnx rapid test on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022. It is unknown if individual had known exposure, but did have symptoms of a runny nose and cough. Cartridges were stored within the validated temperature range.